Event description:
Pt states the unit will not turn on and it smells like burning plastic. No harm to pt. Precautionary submission.

Manufacturer narrative:
From zynex: d12 shorted, overheated, and unsoldered itself from the pca. F1 was open.